Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient was unable to enter MRI mode to due to high impedances on one lead. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the lead and ipg were explanted and replaced. It is unknown why the ipg was replaced.

Manufacturer narrative:
B3: event date is estimated.